Manufacturer narrative:
Additional information provided in e.1, h.6, and h.10. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. The supplier manufacturer provided technical data and literature information for the medical tape/adhesive used for the drape. This information was also shared with the customer. The medical tape supplier confirmed the product(adhesive) was exposed to the following testing and result: european standard(en) international organization for standardization (iso) 10993-5: biological evaluation of medical devices, part 5: tests for in vitro cytotoxicity; en iso 10993-5: cytotoxicity; en iso 10993-10: tests for irritation and delayed-type hypersensitivity all tests passed. Also, the supplier technical data information provided confirms the adhesive is designed for surgical & medical use. Two of the primary feature(s)/benefit(s) of the medical tape is the hypoallergenic pressure sensitive adhesive and good adhesion to skin characteristics it exhibits. The root cause of the customer¿s complaint could not be conclusively determined, product problem was unable to be identified. The medical tape technical data and literature provided by the supplier demonstrates they have conducted testing in accordance with iso standard regulations. Therefore based on the supplier technical data, testing, results, and literature, the product (medical tape/adhesive) has been designated as safe to use in both surgical and medical applications. No further action will be pursued at this time as no product problem was found based on the supplier information provided. Current tracking indicates no adverse trend for this event. All custom pak lots are inspected to ensure all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic drape was used for cataract surgery and suspected medical adhesive related skin injury developed on skin post-surgery. Patient experienced burn on the left side of face from the temporal/eyebrow down to the corner of mouth. Additional information requested and received that the patient was treated with topical antibiotic ointment and patient current condition was unknown. Additional information has been requested none received till the date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).